Event description:
It was reported that the user experienced a temporary signal loss between the freestyle libre 3+ sensor and the ilet, indicated by three lines on the ilet display, after which blood glucose values resumed without intervention. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose management and no alerts or alarms. Investigation included user education and basic troubleshooting over the phone. Investigation of this case revealed that the issue was transient communication loss limited to the interface with the ilet. It was concluded that the device function for glucose measurement was not affected and no further action was required.